Manufacturer narrative:
Device analysis: broken shell, underweight, brown particles on the surface of the shell, part of the shell is missing. A microscopic analysis was performed which identify sharp edge broken assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on posterior assessed as unidentified (tear) opening. Missing shell assessed as inconclusive.

Event description:
Physician reported right side "implant damage". The device was explanted.

Manufacturer narrative:
Initial reporter address: postal code: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified a broken device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side "implant damage". The device was explanted.